Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that the patella component was disassociated and a revision surgery will be performed on an unknown date. The patella component seemed to be disassociated and an open reduction was done on in which no components were explanted. It is also noted that the patient sustained a fall and the doctor does not consider as product failure. No surgical reports or medical imaging were provided. No further clinical assessment is warranted at this time. In the event additional medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of this event could include a sizing/ fit issue or traumatic injury.

Event description:
It was reported that the patella component was disassociated. An open reduction was performed to correct the issue. No components explanted.